Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level up to 512 mg/dl; cause was due to settings requiring adjustments. Correction boluses were delivered, manual injections were administered and the customer contacted the healthcare provider to address the settings issue.